Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Multiple attempts were made to capture alternate insulin therapy, however customer did not respond. Customer¿s blood glucose level was 142 mg/dl.